Event description:
It was reported that left ventricular (lv) lead had high pacing thresholds. The lv lead was explanted. It was further reported that the replacement lv lead was attempted to be implanted but the physician was unable to get the lead to remain in the target vessel in an optimal location. During slitting, the lead moved back causing high pacing thresholds. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, and there was apparent explant damage.